Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6), (B)(4) implantable tachy lead implanted: 2006 (B)(6), 457453 implantable pacing lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) due to receiving multiple shocks for lead noise on the right ventricular (rv) lead. There was elevated short v-v interval count and high impedance. The lead was noted to be fractured. It was also noted, there was blood ingress which affected the lead impedance on the left ventricular (lv) lead. During the rv lead extraction procedure, the atrial lead was affected. The leads were explanted and replaced. It also reported that the programmer crashed in the middle of a wireless session. It occurred after insertion of thumb drive. The green usb icon did not show up as green. Another programmer was used. No further patient complications have been reported as a result of this event.